Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed incorrect interpretation of signal, inappropriate shock and charging problem on the implantable cardioverter defibrillator (ICD). Device interrogation revealed noise oversensing and low defib impedance on the right ventricular (rv) lead. Device interrogation revealed noise oversensing and mode switch on the atrial (ra) lead. Programming changes were performed to resolve the issue and no intervention for the ra lead. The patient was in stable condition.